Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 10 mm height catalog # 00596203210 lot # 62097453, stem extension straight 15mm dia x 30mm length(combined length 75mm) catalog # 00598801215 lot # 62188015, femoral component option for cemented use only size e left catalog # 00576401551 lot # 62271833, all poly patella size 29 mm dia. Standard 8.0 mm thickness catalog # 00597206529 lot # 62249276, palacos r+g 2x40 catalog # 66017747 lot # 74974313. Report source: (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filled for this event: 0002648920-2019-00528.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to tibial loosening and pain. Attempt for further information has been made, but no further information has been provided.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of use and remains assembled to the tibial component. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is significant radiolucency of the bone cement interface of the tibial component suggesting loosening. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.